Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in an inappropriate shock. There was also evidence of loss of capture (loc) at maximum outputs. Boston scientific technical services (ts) reviewed the information and noted that the lead was oversensing the patient¿s atrial fibrillation (af). Ts suspected lead dislodgement and recommended a lead revision procedure. Surgical intervention was performed and the lead was successfully repositioned. The lead remains in service. The patient is not pacemaker dependent and besides surgical intervention, no additional adverse patient effects were reported.